Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is split and still in cannula tubing. Unable to confirm customer received sensor in said condition due to sensor returned opened/used. Missing 1 insertion needle.

Event description:
The customer reported via phone call that the sensor had inaccurate readings. During troubleshooting, the sensor had a missing cannula upon removal. Blood glucose level at the time of the incident was 200 mg/dl. The customer was advised that the sensor would be replaced. The product was returned for analysis.